Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: device photograph(s) for the device related to the reported event of rupture requested on sep 12, 2024. It is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.